Event description:
It was reported that while using bd epicenter¿ data management system, the ups had failed from overheating and generated toxic fumes. The operator fell ill due to the exposure to the fumes.

Manufacturer narrative:
H.6. Investigation summary: a complaint was reported for a safety issue on an epicenter instrument. The customer alleged that the upm installed in the lab seemed to overheat and emit toxic fumes, which caused a lab technician to become ill. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse noted that the unit in question was no longer installed in the lab as the customer moved the unit to outside the lab. The fse investigated the ups and was unable to find any issues. The fse noted that there was no traces of acid leaks or combustion or burnt components of any kind on the outside or inside of the unit. The table in the lab which the unit was stationed also did not show any evidence of acid leaks or burnt components. The unit was safely deinstalled and a new unit was then installed and verified to be operating correctly. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. The ups powervar model: abce1442-22 has been designed and manufactured in such a way as to reduce, as far as possible, the risks of fire or explosion during normal use and in single fault condition. It has been evaluated to and meets the requirements of the following standards: ansi/ul 1778 (ul file number: (B)(4). Csa-c22.2 no. 107.3 (ul file number: (B)(4). Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, the ups had failed from overheating and generated toxic fumes. The operator fell ill due to the exposure to the fumes.